Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10e04033 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on (B)(6) 2011, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment information and the action taken with dianeal therapy were unknown. The patient was still in the hospital, not recovered at this time. A causal relationship was not reported for the event of peritonitis with regards to dianeal pd4 ambuflex therapy. The patient's nurse declined to provide information.